Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer¿s blood glucose level was unknown at the time of the incident. The alarmed occurred during normal use. There was no indication of troubleshooting or the issue being resolved during the call. It was reported that the customer was advised that the insulin pump needed to be replaced and to discontinue use of the insulin pump and to revert to the backup plan. It was indicated that a replacement will be sent. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.